Event description:
Husband of end-user reports a 5 month history of 'raw, weepy, itchy skin' located under wafer's mass and tape border, which started out as a nickel sized open area and has progressed to it's current state as "open, weepy, and itchy."

Manufacturer narrative:
The event as described is deemed a serious injury. This complaint has been reviewed and evaluated based on the risk analysis and related risk documentation in the convatec master harms list and determined to have the following severity rating for the reported event. Severity rating: 3" (may result in temporary injury, requiring medical intervention; possible temporary impairment or damage). It is reported that end-user has seen family physician and dermatologist, who has prescribed a topical steroid cream, oral fluconazole x 2, oral antibiotics and topical anti-fungal foam and benadryl. The anti-fungal foam is applied to skin under wafer per dermatologist instructions. The skin is cleansed with ivory soap and water only. End-user was instructed on crusting techniques through the use of nystop powder, and to leave wafer on for 4 or 5 days or longer. End-user states that they will try a larger eakin seal between skin and wafer, and have been advised to revisit wound care nurse if condition persists. Lastly, end-user will notify cvt in 2 wks with questions and/or additional instructions. No additional patient/ event details have been provided to date. Should additional information become available a follow-up report will be submitted. A return sample for evaluation is not expected. Reported to the FDA on (B)(4) 2013. Note: the actual date of event is unknown, so the date used was the date convatec became aware.